Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon receipt the charger/modem would not power up. The power brick was found to be defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem would not power on. The pt was issued a replacement battery charger/modem.